Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that the pump became frozen on the alarm 30 screen and the customer was unable to clear it. A replacement pump was sent to resolve the issues. Customer¿s blood glucose level was around 300 mg/dl.